Manufacturer narrative:
Physio-control further evaluated the device, but could not verify the reported failure. No discrepancies in device function were observed. Proper device operation was observed through functional and performance testing. The customer was provided with a replacement device under warranty.

Event description:
It was reported to a physio-control service representative that the customer's device would not recognize a connection to the therapy cable assembly during testing of the device and would repeat the voice prompt 'connect electrode' continuously. Therefore the device would not be able to provide defibrillation therapy when required. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4): a third-party service agent evaluated the device and verified the reported failure. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.